Event description:
It was reported a 32-year-old pregnant patient at 23w6d with estimated date of delivery in 2023 was referred for concerns of twin-to-twin transfusion syndrome (ttts). Her us (obstetric ultrasound) findings showed twin a (donor) had a visible bladder but had predominantly absent end diastolic flow in the umbilical artery (although some cycles demonstrate preserved end diastolic flow), with occasional reversed end diastolic flow. The dv (ductus venosus) and mca (middle cerebral artery) were otherwise normal. All dopplers in twin b (recipient) was also normal and bladder was visible as well. Therefore, these findings were consistent with ttts stage iii. She underwent laser photocoagulation of placental anastomosis in 2023 when she was 24 weeks pregnant. She had a posterior placenta with vascular anastomosis between recipient and donor cord insertions. A total of 22 vascular communications were identified including 4 small d-r, 5 small r-d, 6 medium d-r, 1 medium r-d, 3 large r-d and 3 extra large d-r connection, she also underwent an amnioreduction. Her cervix was short so there was also a cerclage placed on the same operative day. Post-operatively there were no complications. On post operative day 5, her ultrasound showed two viable fetuses with normalizing amniotic fluid and no critically abnormal waveforms were identified. However, on repeat ultrasound on post operative day 10), she was found to have a donor demise. When she was 29 weeks 1 day pregnant, she presented with vaginal bleeding and contractions. Former recipient was delivered and as of now is doing well and is 1.5 years of age. The physician who reported this event was contacted. The physician confirmed that the karl storz products involved in this event did not malfunction and did not contribute to the complication or death. Cross referebce MDR: 9610617-2025-00274.

Manufacturer narrative:
Reported device would not be returned for evaluation because the physician confirmed there was no malfunction nor did the device contribute to the adverse event. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: a product investigation could not be carried out because the karl storz product involved was not returned. The reporting physician was contacted and confirmed that the karl storz products involved did not exhibit any malfunction and were not considered contributory to the event. Based on the information currently available, there is no indication that the referenced karl storz products malfunctioned or played a role in the reported complications or the patient's outcome. Should the products be returned in the future, a detailed inspection will be conducted, and the investigation will be updated accordingly. Currently, no corrective action is deemed necessary as there is no critical and/or systematic deviation found. As a continued action, we will track and trend related complaints according to our trending procedures. This event is filed under internal complaint ID (B)(4).